Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken spring in on/off" purge switch. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of broken spring in on/off purge switch, involving an infuso.r. Pump was confirmed during device evaluation. The cause of the reported problem was definitively identified to be a defective switchboard pcb. To resolve the reported problem, the switchboard pcb was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.